Manufacturer narrative:
Additional information: h2, h3, h4, h6 and h11. The device was received for evaluation. The sample analysis was performed, and no hardware defect, device failure or malfunction was identified that could have caused or contributed to the reported complaint. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the most recent therapies revealed the programmed minimal. Initial drain (10ml) was set below the recommended settings (use error). Per the homechoice claria clinician guide, the programmed minimum initial drain should be set to at least 70% of the expected peritoneal volume (1400ml). Based on the evaluation results, the most probable cause of the reported event was determined to be the programmed minimal initial drain being set too low in the most recent therapies. Based on the review of the therapy log data, use error of the claria therapy program (minimum initial drain programmed too low) probably caused or contributed to the reported events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced feeling bloated and could not breath properly during multiple steps of therapy. The patient was connected to the homechoice claria device at the time of the events. The caregiver reported that the patient performed a manual drain and that the "prescription was changed 2 weeks ago". Renal therapy services (rts) assisted the caregiver to disconnect the patient and advised the caregiver to contact the pd nurse. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
G1: device manufacturer postal code: 738750. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.